Manufacturer narrative:
During the preventive maintenance (pm), the autopulse platform (sn (B)(4)) failed the load cell characterization test. The root cause for the observed failure was a defective load cell, likely due to a defective component or mishandling such as a drop. Upon visual inspection, no physical damage was observed. During functional testing, the autopulse platform failed the load cell characterization test due to defective load cell #2. The load cell characterization test indicated that load cell #2 was under-reporting. The defective load cell needs to be replaced to address the observed failure. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with sn (B)(4).

Event description:
During preventive maintenance (pm) on (B)(6) 2021, the autopulse platform (sn 24261) failed the load cell characterization test. No patient involvement.